Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were programmed off due to left ventricular assist device motor noise on the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.